Event description:
Additional information was received from the rep. The rep provided reports and device data files noting that it was all that the physician and rep did with the patient. The patient also went for x-rays. A lateral x-ray was taken, and it looked almost as if the lead had shifted and was lying more lateral. It was noted that this confirmed the patient's reaction to stimulation. The rep would be discussing this with the physician as soon as he was back from leave. The session reports from (B)(6)2020 did not show any abnormalities. The session report from (B)(6)2020 did not show any abnormalities. A session report from (B)(6)2020 showed that impedance was greater than 40000 ohms on all pairs involving electrode 13. A session report from (B)(6)2020 showed impedance greater than 10000 ohms on pairs involving electrode 13. A session report from (B)(6)2020 also showed impedance greater than 10000 ohms on pairs involving electrode 13. Only one of the reports from (B)(6)2020 showed electrode 13 used in programming where in was included in the group c program. The group c program was not present in any of the prior reports that were provided. The device data files showed that therapy was restored on(B)(6)2020.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, ubd: , UDI#:, product ID: 977a290, serial/lot #: (B)(6), ubd: 2024-01-29, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient was taken back to theatre and the lead was tested with a trialing cable and external neurostimulator. The impedances were still high so the lead was replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the surgeon did confirm that the lead shifted. After revising the lead, stimulation was in the correct areas. It was noted that there was nothing wrong with the device or lead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: device analysis for the unknown lead revealed the device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that conductors were broken in the distal end of the lead. The outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. H6 codes belong to the unknown lead. G9: the manufacturing site ID was previously reported as (B)(4). Additional review indicates the correct manufacturing site ID is (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not feeling stimulation. No factors that may have led or contributed to the issue was reported. It was reported that the patient was taken to the theatre where the battery was tested and lead was tested with a trailing cable but impedances were high. There was a report that an intervention will be done on the 16th of november. The lead was implanted cervically, stimulation was felt and then after a couple months, the impedance was tested and was high. Patient was taken to theatre and impedance was still high over 40,000. The lead was still in the patient. The issue was not resolved but a surgical intervention was planned.